Manufacturer narrative:
Event year reported as 2018; exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that initially a patient underwent an open reduction internal fixation (orif) surgery for the left femoral neck fracture with femoral neck system (fns) plate, bolt, antirotation-screw and locking screw on (B)(6) 2018. On (B)(6) 2018 the patient reported pain during rehabilitation and x-rays taken revealed that the femoral head had migrated to the posterior position. Patient underwent the bipolar hip "anthroplasty" surgery on (B)(6) 2018. The surgeon commented that the migration was not caused by the implant but by the poor bone quality of the patient. Revision surgery was completed successfully without any delay reported. This report is for one (1) bolt for femoral neck system 75mm length - sterile. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Sterile part 04.168.275s, lot l828729: manufacturing location: grenchen. Supplier: frueh ag. Release to warehouse date: march 23, 2018. Expiry date: march 01, 2028. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgery was completed and explanted successfully without any delay reported.